Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a ¿tingling sensation throughout her body¿ which notably included her ¿legs, arms, and lips.¿ it was further reported that in (B)(6) 2014 the patient ¿went into atrial fibrillation and received cardioversion¿ and that ¿since her heart was shocked she was experiencing a tingling sensation through her body.¿ the patient was also ¿having trouble with her blood pressure going up and down.¿ it was noted the patient ¿was not sure if [her tingling symptom] was related¿ to her device, but was ¿concerned that the cardioversion may have done something to her device.¿ the patient was turning her implantable neurostimulator (ins) off and on due to the issue. When the patient¿s ins was off, it was noted ¿she had pain in her legs.¿ the patient was to meet with her family physician at the time of report and was to make an appointment to see a neurologist as soon as possible. The patient was reportedly alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.